Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient had a revision surgery for instability/dislocation at day 45 post-operative. Baseplate + glenoid sphere + reversed insert were removed. Patient ID: (B)(6).